Event description:
Per information provided: (B)(6) 2007 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿umbilical hernia sac was identified and divided. To the defect, ventralex mesh (device #1) was placed intraabdominally and sutured and tacked.¿ (B)(6) ¿ patient was diagnosed with left abdomen stoma site hernia thereby underwent repair with implant of perfix plug (device #2) (B)(6) 2018 ¿ patient was diagnosed with recurrent midline ventral incisional hernia with mesh infection and infected mesh of left abdomen stoma site hernia (device #2) thereby underwent open repair with removal of perfix plug (device #2) and ventralex mesh (device #1) and implant of phasix mesh (device #3) and ventralight st mesh (device #4). Per operative notes, ¿the left transverse scar and stoma site hernia mesh (device #2) was noted. Extensive omental adhesions and hernia sac was removed. The previously placed ventralex mesh (device #1) and perfix plug (device #2) was inflamed and removed completely and phasix mesh (device #3) was placed over the midline ventral hernia and ventralight st (device #4) was placed over the left lower abdomen stoma site hernia tacked and sutured. The fascial defect was closed with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the ventralex mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.